Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting and cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).